Event description:
The customer reported "backup alarm failed" alarm did not stop sounding. The field service engineer (fse) arrived at the hospital bringing an alternative unit and confirmed that the v60 was no longer on the patient. The fse could not confirm the reported failure. The unit was in clinical use and there was no patient harm.

Manufacturer narrative:
B4:11may2021. The patient was switched to an alternate ventilator. There was no patient harm. The field service engineer (fse) could not duplicate the reported failure by operational tests performed. The fse confirmed the diagnostic error in the event log. The fse recommended having the central processing unit (cpu) board replaced to prevent reoccurrence. The customer has decided not to want to repair the unit at this time. The unit will be returned to the sales office without repair. If further information is received, a supplemental report will be submitted.